Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose. The customer's mother stated that they received a no delivery alarm. The customer's blood glucose was 500 mg/dl at the time of incident. The customer's blood glucose was 367 mg/dl at the time of call. The customer's mother stated that they treated the high blood glucose with manual injections. The customer's mother stated that they were nauseous, dizzy and having a headache. The customer's mother stated that the drive support cap appeared normal. The customer's mother performed troubleshooting and did not find air bubbles, leaks and insulin issues but they found that the cannula was bent. The customer was advised to change the entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will not be returned for analysis.